Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated ion levels. Metal/liner was change to poly liner/ceramic head. (Chromium 3.3, cobalt 7.8, ti) and (chromium 4.3, cobalt 8.0, ti). Porous summit stem and pinnacle cup remained in patient. Implants appear to be well fixed. Patient has painless range of motion which includes no pain during rotational movement. No walking aids. Doi: (B)(6) 2005. Dor: (B)(6) 2018; right hip.

Event description:
After review of medical records, the patient was revised for metal ion toxicity with a cobalt related to a metal-on-metal. Operative notes reported that there was moderate wear on the taper with a black debris.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   H10 additional narrative: added a2 (dob), b5 and h6. No code available (3191) is used to capture (medical device removal)